Event description:
It was reported that a revision surgery was performed on right hip due to: hip replacement with adverse reaction to metal, cloudy fluid in the hip, black-stained synovium and bursal tissue throughout the hip joint, and black staining in the trunnion. Previous conversion surgery was reported under reference 3005975929-2018-00548.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup, hemi head, sleeve & stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head and stem. Similar complaints have been identified for the cup and sleeve and these failures will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. The reported adverse reaction to metal may be consistent with findings associated with metallosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the reported revisions cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.